Event description:
The customer reported via phone call that the customer was hospitalized due to the low blood glucose level on (B)(6) 2019. Blood glucose level of the customer when admitted to the hospital was 30 or 40 mg/dl. The customer was treated with the intravenous fluids and life support. The customer had seizures.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to seizure. Customer's blood glucose value was unknown at the time of the incident. The insulin pump will not be returned for analysis.